Event description:
Due to high voltage issues, the system control center (scc) on the architect i1000sr analyzer was damaged and smoke was observed. A new scc was installed. No injury was reported.

Manufacturer narrative:
The issue was resolved with replacement of the "f+" platform system control center (scc) connected to i1000sr analyzer. On (B)(4) 2011, the abbott field service engineer (fse) provided additional information regarding the smoke coming from the scc. There was a power fluctuation in the main supply and smoke was observed near the power switch. The system was connected to an uninterrupted power supply (ups). A review of complaint trending identified no product issue and no adverse or non-statistical trends related to fire/smoke from the architect scc "f+" platform (list 07d01-07). The architect scc "f+" platform and i1000sr systems are certified to the appropriate us, (B)(6), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire "is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment". In addition, the safety standards require double protection against electric shock. The abbott diagnostic division performs an in-depth risk analysis equivalent to iso/iec 14971 which ensures that the overall residual risk is at an acceptable level. The architect system operations manual provides adequate information regarding the scc use and function, including powering the scc off and on, possible electrical hazards, and instructions for emergency shutdown of the system. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. Smoking.